Event description:
Following an atrial flutter procedure, there was a cardiac tamponade that required pericardiocentesis. There were no complications noted during the procedure but post-procedure the patient became hypotensive in the recovery room. Once the pericardiocentesis was completed the patient was admitted. The physician does not believe that the tamponade was due to the non-abbott stable point catheter, however, the cause of the tamponade was not able to be determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported cardiac tamponade remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.